Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k05047, h11f22040, and h11g12049 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined, no device malfunction or use error identified.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported that on (B)(6) 2011, she experienced peritonitis that resulted in hospitalization on the same day. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering. On an unreported date, dianeal pd4 ambuflex therapy was withdrawn but the patient stated that she would resume dianeal therapy after she is discharged from the hospital. An opinion of causality was not provided. Follow-up information was provided by a nurse. The nurse stated that the peritonitis was unrelated to dianeal therapy. The nurse declined to provide further information due to (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional information become available a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis incident.